Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level in the 500's (mg/dl) and was in diabetic ketoacidosis the suspected cause was unknown. The customer administered a manual injection and was subsequently hospitalized. IV fluids were administered. Reportedly, treatment resolved the issue and the customer was discharged from the hospital on (B)(6) 2017.